Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The affected load was not released for use on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product retains analysis. The lot number was unavailable so the DHR review could not be performed. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. The lot number was unavailable so the lot trending analysis could not be performed. The sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The suspect positive cyclesure® bi was not returned for evaluation. The lot number was unavailable to perform or report retains product testing. The concomitant sterrad® was certified by a field service engineer. The unit was tested and the system successfully completed a test plan after the repairs were performed. Insufficient information is available to determine the cause of the issue. The lot number was unavailable so DHR review, retains testing, and lot trending analysis could not be performed. The issue will continue to be tracked and trended.